Event description:
Customer reported via phone, the insulin pump kept alarming button error. Customer was outside in the heat and she was sweating. The device was facing her skin. Customer's blood glucose was 86 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent act and up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. No moisture damage on the electronic assembly was noted during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a shifted end cap sticker.